Event description:
It was reported that during a lap hand assisted left nephrectomy, the device did not fire appropriately, leaving the vein open and the patient bleeding. In order to control the bleeding, an exploratory laparotomy was performed. The patient status is unk.

Manufacturer narrative:
Information anticipated, but unavailable at this time.